Event description:
(B)(4). After getting essure, I bled profusely for five months which led to having the novasure ablation. Although that stopped the bleeding completely, the pain never does. The pain is in my tube area, lower back, hips, and migraines. I am losing my hair and bruising for no reason. I become extremely bloated at night. I can barely eat because I become instantly sick. The pain is indescribable.